Event description:
It was reported that the patient had pain shortly after implantation. The end cap which has come loosen was removed during revison surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The distal screw broke in a fatigue fracture after an implantation period of approx. 5, 5 months. The calcaneus screw broke in a fatigue fracture after an unknown period of implantation. Based on presented information and referring to that no deviation was found in the manufacturing documents resp. On the returned parts a deficiency of the screws question was not found.

Event description:
It was reported that the patient had pain shortly after implantation. The end cap which has come loosen was removed during revision surgery.